Event description:
It was reported that a right atrial lead warning was triggered due many recorded atrial high rate (ahr) episodes, indicating possible oversensing, and low lead impedance was detected many times since the lead warning. Unipolar lead performance was acceptable after the lead sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.